Event description:
The ge oec 9800 fluoroscopy system had degraded image quality toward the end of 2 procedures.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a clogged cooling fan vent that was cleaned. Overall iq issue could not be duplicated. Manual adjustment of imaging was reviewed with user. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.